Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that mesh was implanted due to pelvic organ prolapse and stress urinary incontinence with concurrent laparoscopic abdominal sacral colpopexy and enterocele repair. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence and dyspareunia. It was reported that patient underwent mesh revision/removal (B)(6) 2004. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.